Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's parent reported that the patient fainted at school while wearing pod on her leg, which had been in use for between 37 to 48 hours. The patient experienced a hypoglycemic episode at 40 mg/dl. The parent immediately changed the pod but discarded the original pod. No medical assistance was required following the event.